Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing the product lidstock. The complaint sample is not included in the image. The customer reported issue could not be confirmed from the photo. A device history record review was performed and no relevant findings were identified. The antimicrobial catheter information card provided with this kit contraindicates, "use of the arrowg+ard blue antimicrobial catheter technology is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs." The reported complaint "catheter related allergic reaction" could not be confirmed through examination of the customer supplied photo and without the sample returned for evaluation. The customer image showed the product lidstock; however, the photo did not show the complaint sample and the complaint sample was not returned for evaluation. The device history record for the catheter was reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the reported complaint could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Catheter inserted into a surgery patient a day before her surgery. On insertion she developed an allergic reaction with symptoms of nausea, itchiness on legs and arms, rash and tachycardia. The catheter was removed and the patient treated with chlorphenamine 10mg IV. The patient stabilized and experienced no further reaction or complication. Surgery proceeded as scheduled and patient discharged from hospital. It was reported the patient has a known chlorhexidine allergy as documented in notes and on the patient's wrist band. The user stated the contraindication for chlorhexidine on the catheter package is "very small and should be more prominent".

Manufacturer narrative:
Qn# (B)(4). Update to investigation (evaluation codes updated to reflect updated investigation): the reported complaint that the contraindication for chlorhexidine on the pack is very small could not be confirmed through examination of the customer supplied photo. The customer image showed the product lidstock and the chlorohexidine contraindication that was reported to be "very small" circled in the photo. There is no requirement in relation to font size; however, there is an internal requirement regarding where the chlorohexidine contraindication statement is required at each packaging level. Sz-20000-101b rev. 02 agb technology sheet, sz-22703-130a rev. 00 product lidstock, s-22703-110a rev. 00 contents sheet and the corrugate label all contain the contraindication statement. All chlorohexidine contraindication statements are present per the internal requirement. Therefore, the reported complaint could not be confirmed since there were no issues observed with the labeling of the chlorohexidine contrai ndication. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Catheter inserted into a surgery patient a day before her surgery. On insertion she developed an allergic reaction with symptoms of nausea, itchiness on legs and arms, rash and tachycardia. The catheter was removed and the patient treated with chlorphenamine 10mg IV. The patient stabilized and experienced no further reaction or complication. Surgery proceeded as scheduled and patient discharged from hospital. It was reported the patient has a known chlorhexidine allergy as documented in notes and on the patient's wrist band. The user stated the contraindication for chlorhexidine on the catheter package is "very small and should be more prominent".

Manufacturer narrative:
(B)(4).

Event description:
Catheter inserted into a surgery patient a day before her surgery. On insertion she developed an allergic reaction with symptoms of nausea, itchiness on legs and arms, rash and tachycardia. The catheter was removed and the patient treated with chlorphenamine 10mg IV. The patient stabilized and experienced no further reaction or complication. Surgery proceeded as scheduled and patient discharged from hospital. It was reported the patient has a known chlorhexidine allergy as documented in notes and on the patient's wrist band. The user stated the contraindication for chlorhexidine on the catheter package is "very small and should be more prominent".